Event description:
It was reported the patient presented in clinic intending to upgrade the patient¿s pacemaker¿s firmware for a cybersecurity update on (B)(6). During the update the pacemaker went into back-up vvi mode. A download was performed restoring the pacemaker to its original settings. After the pacemaker was restored, the decision was made to not reattempt the upgrade. The clinician noted that while the pacemaker was in back-up vvi mode the patient had slight pocket stimulation due to being sensitive to the unipolar pacing.